Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken output connector assembly. It was also indicated that case was damaged and contaminated. It was also indicated that a display wire and keypad were damaged, and five case screws were contaminated. The epg was returned for service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged atrial output connector. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.